Manufacturer narrative:
Pr (B)(6) follow up for device evaluation. It was reported that although the packages were sealed, foreign plastic material was found inside. To support the investigation, two sealed blister-packaged samples were submitted for evaluation by the quality team. A visual inspection confirmed the presence of plastic material within the sealed blisters. One piece measured approximately ½" x ½", and the other ½" x ¼". The material is flexible, with one side exhibiting red and black coloration. No additional defects or irregularities were observed. This condition may occur if cleaning procedures are not adequately performed following equipment maintenance or repair activities. A review of the device history record (DHR) for material number 309653, lot 5101232, was completed. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. The samples were shared with production associates to raise awareness. As of this report, no similar incidents have been reported for this lot. Based on the returned sample analysis, the customer-reported issue has been confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: material#: 309653, batch#: 5101232, packages are sealed but there are pieces of plastic stuck inside, occurrences: 1 each, no adverse event reported.